Event description:
It was reported that the patient presented with twitching noted near the incision site of the leadless pacemaker (lp) implant. It was suspected that the lp had dislodged post-procedure. The lp was explanted and replaced. The patient was stable.